Manufacturer narrative:
The device was received for evaluation. One drain bag was received for investigation and the corresponding prismaflex set was not received. Water test was performed on the drain bag and a leak at level of the bottom sealing was observed. The reported condition was confirmed. The cause was determined to be unintended use of the bag. A nonconformance has been opened to address this issue. The prismaflex set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external leakage from the drain bag was observed, reported as due to drain bag damage (no further details). It was reported the set was replaced to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.